Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level was 116 mg/dl during the call. The customer was disconnected during prime. The drive support cap was not damaged. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube, cracked case near display window corners, cracked on display window, missing end cap sticker, stained address label, stained serial number label and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.